Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a hematoma a few days post-cardiac resynchronization therapy defibrillator (crt-d) implant. The hematoma was evacuated and the device remains in use. No further patient complications have been reported as a result of this event.